Manufacturer narrative:
The vessel sealer extend (vse) instrument was further evaluated by failure analysis engineer (fae) on 20-nov-2024. Initial findings were partially confirmed. The instrument was confirmed to fail initialization based on logs as well in-house testing. When tested in-house, the grips didn't close all the way when the manual grip open lever was pushed. A closer inspection of the grip ring and grip ring set screw showed that the grip ring was not dislodged, and the set screw was not loose. The grip ring did not slide on the grip ring adapter; instead, the whole grip ring and adapter assembly was able to slide freely. It was found that the retaining ring and washer that go on top of the grip ring adapter during assembly were missing, and the retaining ring was found stuck to the magnet at the base of the housing (indicating that the retaining ring likely got dislodged from top of the grip ring and got stuck at the magnet). This dislodged retaining ring can typically lead to the grip ring not retracting all the way, causing the grips to not close fully. Grips not closing fully can lead to the blade being exposed between the jaws, leading to a failed initialization (self-test). Additionally, the washer at the bottom of the grip ring adapter was found to be dislodged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter. Additionally, the instrument was found to have a grip ring screw loose. The grip ring screw was found loose inside the grip ring. As a result of the grip ring screw being loose the grip ring was dislodged. The instrument failed homing during initialization based on the log review. The instrument logs revealed two errors 22026 for "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) triggered an error message regarding a safety test failure. The procedure was completed with no reported injury.